Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing (atp) and seven shocks as inappropriate therapy for a suspected supraventricular tachycardia (svt). During this episode therapy was exhausted. Boston scientific technical services (ts) discussed the programming options available to prevent this from happening in the future. This device remains in service. No additional adverse patient effects were reported. At a later date, it was reported that this ICD delivered one burst of atp and six shocks as inappropriate therapy for a suspected svt, with the available therapy exhausted as a result. Ts reviewed the stored episode and discussed the device settings, with ts advising on how it could be reprogrammed to hopefully prevent it from reoccurring. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing (atp) and seven shocks as inappropriate therapy for a suspected supraventricular tachycardia (svt). During this episode therapy was exhausted. Boston scientific technical services (ts) discussed the programming options available to prevent this from happening in the future. This device remains in service. No additional adverse patient effects were reported.